Event description:
The pump was received at a service facility with a vague report that the pump was inaccurate. The pump may have been used clinically at the time. No specific info was received. No pt injury resulted.